Event description:
It was reported that the right ventricular lead broke and was twisted and detached. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Explant damage was observed. The proximal conductor was found to be distorted, and there was an outer insulation breached cut. Blood/body fluid was noted on the proximal conductor and on the helix mechanism.